Event description:
It was reported that there was "something going on" with this device as the device is showing eri (elective replacement indicator) and they cannot get any bv (battery voltage) or lead impedance readings. It was also reported that a device lock-up occurred causing the device to trigger a false eri. A reset was performed and the device was able to be reprogrammed back to the previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that battery depletion was indicated (eri). Unclearable eri resulted from a measurement system lockup.